Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarms, but occlusions would recur. Customer's blood glucose was greater than 500 mg/dl. Customer delivered bolus via pump and administered manual insulin injections to address elevated blood glucose level. Customer reverted to manual insulin therapy.